Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("permanent pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("persistent and chronic fatigue"), migraine ("migraine"), loss of libido ("loss of libido"), dyspareunia ("pain during sexual intercourse"), alopecia ("loss of hair"), affective disorder ("mood disorders"), anxiety ("anxiety / anguish"), depression ("depressive state / depression") with social avoidant behaviour, tinnitus ("tinnitus"), ear disorder ("orl disorders - ear disorder"), pain in jaw ("jaw bone pain"), palpitations ("cardiac palpitation"), myalgia ("muscular pain"), arthralgia ("joint pain"), vision blurred ("blurred vision"), confusional state ("neurologic confusion"), dizziness ("dizziness"), malaise ("malaise sensation"), chills ("shivering"), tremor ("shaking"), back pain ("lumbar pain"), neck pain ("cervical pain"), dyspnoea ("breathlessness"), loss of personal independence in daily activities ("difficulty to do everyday life tasks") and oropharyngeal discomfort ("orl disorders -nose and throat disorder"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, migraine, loss of libido, dyspareunia, alopecia, affective disorder, anxiety, depression, tinnitus, ear disorder, pain in jaw, palpitations, myalgia, arthralgia, vision blurred, confusional state, dizziness, malaise, chills, tremor, back pain, neck pain, dyspnoea, loss of personal independence in daily activities and oropharyngeal discomfort outcome was unknown. The reporter provided no causality assessment for affective disorder, alopecia, anxiety, arthralgia, back pain, chills, confusional state, depression, dizziness, dyspareunia, dyspnoea, ear disorder, fatigue, loss of libido, loss of personal independence in daily activities, malaise, migraine, myalgia, neck pain, oropharyngeal discomfort, pain in jaw, palpitations, pelvic pain, tinnitus, tremor and vision blurred with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.